Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation.

Event description:
Patient representative reported right side "chronic headaches and migraines", "chest pain", "pain around incision", "radiating pain in breasts and rib cage", and "inflammation." Device has been explanted.